Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was ¿entangled¿ in the branch of the right inferior pulmonary vein (ripv). The ring shape was unable to be formed. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.